Manufacturer narrative:
The bench repair technician (brt) evaluated the device at bench and determined that the device had power failure error due to the malfunction of clock battery. The clock battery has been replaced (from stock of the bench repair) and the device returned to full functionality. The quote request will be sent back to the client to conclude the repair and close the case. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of clock battery. The root cause of which could not be determined. The reported problem was confirmed.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had power failure error. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.